Event description:
It was reported that this right ventricular (rv) lead exhibited variable high out of range shock impedance measurements, that have been fluctuating between 100 and 200 ohms for a long period of time. The health care professional asked boston scientific technical services (ts) if a right rv lead revision is recommended to be performed. Ts reviewed data from the device and confirmed that the shock impedance has fluctuated between 104 and 190 ohms, but the pacing impedance is very stable. A troubleshooting guide was provided to assess lead integrity, which includes possible patient maneuvers, x-ray imaging and commanded shock testing. No adverse patient effects were reported. The rv lead remains in service. Additional information was received. A lead revision was going to be performed but it was cancelled upon conversation with the patient. The patient was declared palliative and attended the hospital to switch tachy therapy off. No adverse patient effects have been reported. The lead remains implanted.

Event description:
It was reported that this right ventricular (rv) lead exhibited variable high out of range shock impedance measurements, that have been fluctuating between 100 and 200 ohms for a long period of time. The health care professional asked boston scientific technical services (ts) if a right ventricular (rv) lead revision is recommended to be performed during that procedure. Ts reviewed data from the device and confirmed that the shock impedance has fluctuated between 104 and 190 ohms, but the pacing impedance is very stable. A troubleshooting guide was provided to assess lead integrity, which includes possible patient maneuvers, x-ray imaging and commanded shock testing. No adverse patient effects were reported. The rv lead remains in service.

Event description:
It was reported that this right ventricular (rv) lead exhibited variable high out of range shock impedance measurements, that have been fluctuating between 100 and 200 ohms for a long period of time. The health care professional asked boston scientific technical services (ts) if a right rv lead revision is recommended to be performed. Ts reviewed data from the device and confirmed that the shock impedance has fluctuated between 104 and 190 ohms, but the pacing impedance is very stable. A troubleshooting guide was provided to assess lead integrity, which includes possible patient maneuvers, x-ray imaging and commanded shock testing. No adverse patient effects were reported. The rv lead remains in service. Additional information was received. A lead revision was going to be performed but it was cancelled upon conversation with the patient. The patient was declared palliative and attended the hospital to switch tachy therapy off. No adverse patient effects have been reported. The lead remains implanted. The complaint device remains in service; therefore, no product analysis could be performed. The complaint investigation conclusion code is known inherent risk of device.

Manufacturer narrative:
Follow up report 3 (correction): implant date was updated.

Event description:
It was reported that this right ventricular (rv) lead exhibited variable high out of range shock impedance measurements, that have been fluctuating between 100 and 200 ohms for a long period of time. The health care professional asked boston scientific technical services (ts) if a right rv lead revision is recommended to be performed. Ts reviewed data from the device and confirmed that the shock impedance has fluctuated between 104 and 190 ohms, but the pacing impedance is very stable. A troubleshooting guide was provided to assess lead integrity, which includes possible patient maneuvers, x-ray imaging and commanded shock testing. No adverse patient effects were reported. The rv lead remains in service. Additional information was received. A lead revision was going to be performed but it was cancelled upon conversation with the patient. The patient was declared palliative and attended the hospital to switch tachy therapy off. No adverse patient effects have been reported. The lead remains implanted.